Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. Technical root cause could not be determined as the device is performing within specifications and as intended. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with mild recurrent corneal erosion in the right eye thirteen days post lasik. The patient complained of blurred vision. Sodium chloride hypertonicity ophthalmic ointment was prescribed and topical steroid dosage was increased. Follow up information was received that at one week follow up, the patient was happy and condition was improving. The patient will follow up in two months.